Manufacturer narrative:
The insulin pump had intermittent escape and up arrow button response due to flattened dome switches. No damage was noted to the keypad traces and no unlocked keypad connector was noted. Scratches were noted on the reservoir tube window. (B)(4).

Event description:
The customer reported via telephone call that the buttons on the insulin pump became unresponsive. The insulin pump was not dropped or exposed to moisture. No blood glucose reading was provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.